Event description:
Customer reported having a blood glucose level of 427 mg/dl at the time of the call. Customer reported that she took a bolus and now was unsure of how high of an insulin dosage to administer. Troubleshooting found that the insulin pump was functioning properly. Customer was able to lower her blood glucose level to 387 mg/dl by the end of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.